Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had aortic insufficiency post lvad implant that required a transcatheter aortic valve replacement complicated by cardiogenic shock. The aortic insufficiency was considered to be a complication of the lvad, but the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021 due to cardiac arrest. The patient had aortic insufficiency following ventricular assist device (vad) implant requiring transcatheter aortic valve replacement (tvar) that was complicated by cardiogenic shock. The aortic insufficiency was considered to be a complication from the vad. An autopsy was not performed. No product will be returned for evaluation. The device operated as expected. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiac arrest. Information regarding if the patient's outcome was device or therapy related was not provided by the customer.